Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility's biomedical engineer reported that the display of the 2008t hemodialysis (hd) machine was blank upon being powered up. There was no patient connected to the machine at the time of the incident. Furthermore, the staff noted that a burning smell emanated from the unit upon power-on. No flames, sparks, or smoke were visible. The biomed provided photographs of the circuit board which showed evidence of excessive heat damage to a small section of the transformer. Following the replacement of the display monitor by the biomed, the unit was restored to full functionality. The unit has been returned to service at the user facility with no further issues being reported. The defective monitor is available to be returned for evaluation by the manufacturer.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The biomedical engineer indicated that the display monitor was replaced to resolve the issue. Following the part replacement, the unit was restored to full functionality. Functional testing performed by the biomed confirmed the unit was operating properly. The 2008t hd machine has been returned to service at the user facility with no recurrence of the event as reported. Additionally, the biomed provided photographs of the circuit board which showed evidence of excessive heat damage to a small section of the transformer. The inverter board was returned to the manufacturer for examination. The inverter board was received by the manufacturer for analysis. A visual examination of the inverter board found the component to be in poor cosmetic condition. There were indications of heat damage to the transformer of the inverter board. Functional testing was not able to be performed by installing the received component into a working display unit due to the observed damage. However, electrical testing was performed by measuring resistance values on the board; the resistance values were found to be out of tolerance. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned inverter board revealed the presence of heat damage to the transformer of the inverter board. Therefore, the complaint has been deemed confirmed.